Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have high blood glucose and infusion set detaching. Customer's blood glucose had gone up to over 400 mg/dl. Site was painful when customer removed the set. Customer mentioned the infusion set cannula was bent. No troubleshooting was done on the insulin pump. Customer will not be returning the device for analysis.